Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how a magnet could be applied and used to stop the device from delivering shocks. This device remains in service. No additional adverse patient effects were reported. This device has been received for analysis, but at this time no information has been received regarding the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how a magnet could be applied and used to stop the device from delivering shocks. This device remains in service. No additional adverse patient effects were reported. This device has been received for analysis, but at this time no information has been received regarding the explant procedure. No additional adverse patient effects were reported. Additional information received indicates this device had intermittent oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how a magnet could be applied and used to stop the device from delivering shocks. This device remains in service. No additional adverse patient effects were reported.